Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the reported problem happened during a diagnostic coronary procedure. The procedure was completed using the wired footswitch. The philips service engineer inspected the wireless footswitch and confirmed that the fluoroscopy contact in the pedal was defective. The other pedals were working. The philips service engineer replaced wireless footswitch and wireless footswitch base station.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.